Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc kit with multiple components. The guide wire and the catheter will be reviewed as part of this complaint investigation. Signs-of-use in the form of biological material was observed on the guide wire body. Visual examination revealed that the guide wire was severely unraveled from the distal end. Two kinks were also observed on the guide wire body. The distal j-bend shape appeared slightly misshapen, and the distal weld had separated from the core wire. Despite this, the weld was still attached to the coils. Likewise, the coils directly adjacent to the proximal weld were slightly stretched; however, the weld was still attached to both the coils and the core wire. Visual examination also revealed that the catheter body was severely cut near the juncture hub. Microscopic examination confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Microscopic examination revealed that the edges of the damage on the catheter body were smooth indicating that contact with sharps caused or contributed to this event. Visual examination also revealed that the dilator was defective. The major kinks in the guide wire were located 391mm and 407mm respectively from the proximal weld. The broken core wire measured 683mm, which is within the specification limits of 679mm-687mm per the marked guide wire product drawing. The guide wire outer diameter measured .791mm, which is within the specification limits of .788mm-.826mm per the marked guide wire product drawing. The catheter body length from the juncture hub to the distal end measured 318mm, which is within the specification limits of 307mm-327mm per the catheter product drawing. A lab inventory guide wire with a diameter of .032" was passed through the catheter. Minor resistance was initially encountered due to dried biological material. The guide wire was not able to pass completely through the catheter as it exited out of the hole on the catheter body. The guide wire was then passed through the proximal end of the catheter (distal extension line). Once again, the guide wire exited out of the hole on the catheter body. A long pin gauge was inserted through the catheter. Dried biological material was observed exiting out of the catheter body. After clearing the catheter of all blockages, the guide wire was able to pass completely though the catheter. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." Additionally, the IFU warns, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and the catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide unraveled at the time of removal.

Manufacturer narrative:
(B)(4). Additional information requested, but not received at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. IFU provided with this kit warns the user "do not withdraw spring wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide unraveled at the time of removal.